Event description:
Medtronic received information that during the attempted implant of a transcatheter bioprosthetic heart valve, the guidewire of another manufacturer became stuck in this delivery catheter system (dcs), and the dcs could not be advanced or withdrawn over the guidewire. The entire system was withdrawn. The valve was released from the dcs, reloaded onto another dcs, and successfully implanted with no adverse patient effects. The dcs was to be returned for analysis.

Manufacturer narrative:
It was reported the device will be returned for analysis. A supplemental report will be filed if the product is returned for analysis and investigation, or if additional information is received. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, another manufacturer¿s super stiff guidewire remained within this device¿s guidewire lumen and the distal end of the guidewire appeared stretched. The gross analysis of this device showed the handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. The capsule was intact. A kink was noted on the proximal end of the capsule. The plunger tube was stretched. A supplemental report will be filed when the analysis/investigation is completed.

Manufacturer narrative:
The dcs device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received loose in the original product packaging. Another manufacturer¿s guidewire remained within the guidewire lumen. The distal end of the guidewire appeared stretched. The dcs handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. The capsule was intact. A kink was noted on the proximal end of the capsule. The plunger tube was stretched. Disassembly of the dcs plunger showed that the guidewire was unwound in the area of the plunger tube, which prevented movement of the dcs over the guidewire. With the wire unwound at the distal end, it may be indicative of pre-shaping by the operator causing the damage. No issue was found with the dcs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.